Manufacturer narrative:
According to the customer, they found out that the switch was not connected. They reconnected the power cord to the switch to resolve the problem.

Event description:
The customer reported that the central nurse's station (cns) is displaying monitor service disconnect. There was no patient injury reported.